Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as this is not an out-of-box failure. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed. Per sample evaluation results on 08jan2025, evidence of seal leaking around the chiller pump to chiller tank. Tank support bolt head sheared off with the remaining bolt left in the tank pem nut. The remaining piece of bolt could not be removed. Blackened connectors from the power inlet module to ac main voltage circuit card connection. Circulation pump to manifold missing clamp. Pt1 connection to isolation circuit card has broken solder joints. Chiller molded tube was replaced due to tearing upon disassembly of the tank. Main harness wiring was found to be routed incorrectly.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. No cooling issue was noted during evaluation. The root cause of the circulation pump issues as reported by the customer was determined to be a failed power output circuit on the I/o circuit card feeding the circulation pump. Unit filled normally in decontamination after install of test i.o. Board. Evidence of seal leaking around the chiller pump to chiller tank. Three photos of this issue were attached by the service technician. Tank support bolt head sheared off with the remaining bolt left in the tank pem nut. The remaining piece of bolt could not be removed. Two photos of this issue were attached by the service technician blackened connectors from the power inlet module to ac main voltage circuit card connection. Circulation pump to manifold missing clamp. Pt1 connection to isolation circuit card has broken solder joints. Two photos of this issue were attached by the service technician. The chiller molded tube had torn upon disassembly of the tank. Main harness wiring was found to be routed incorrectly. Replaced isolation circuit card and I/o circuit card. Replaced the tank assembly. Replaced the chiller pump seal to the chiller tank. Replaced the ac main voltage circuit card and power inlet module. Replaced the missing clamp on the circulation pump to manifold connection. Replaced the chiller evaporator outlet tube and the manifold to tank double bend tube due to expansion that would not allow a good fit into the new tank seals. The chiller molded tube was replaced due to tearing upon disassembly of the tank. Main harness wiring was found to be routed incorrectly and was corrected upon reassembling the upper bracket. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed.